Manufacturer narrative:
Patient was revised to address pain. Update (B)(4) 2017 and (B)(4) 2017: litigation and medical records received. Litigation alleges pain, elevated metal levels in the blood and loss of mobility. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. Revision note states leg lengths were checked and there was slight shortening of the right lower extremity. There was minimal soft tissue damage from the metal on metal articulation and some brown colored fluid as per normal with these types of cases and no evidence of any purulence. Stem was stable. There was no infection noted. There were no laboratory values provided for the alleged elevated metal ions. Updated part and lot information and added the stem product for the alleged elevated metal ions. Added complainant information. This complaint was updated on: (B)(4) 2017. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture blood heavy metal increased patient code.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. For any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Event description:
Litigation and medical records received. Litigation alleges pain, elevated metal levels in the blood and loss of mobility. After review of medical records for MDR reportability it was reported that the patient was revised to address pain. Revision note states leg lengths were checked and there was slight shortening of the right lower extremity. There was minimal soft tissue damage from the metal on metal articulation and some brown colored fluid as per normal with these types of cases and no evidence of any purulence. Stem was stable. There was no infection noted.